Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced incontinence, increased bleeding, infection and vaginal erosion. The device was removed. The device was not returned for eval.